Event description:
Infusothorax on the left with dislocated PICC. Parenteral nutrition leaked into the pleural cavity, respiratory compromise, pleural puncture necessary and respiratory support with CPAP.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information about the incident and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not kept by the clinic therefore no evaluation is possible, and no photographs of the device were provided. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause determination is not possible. A review of the literature indicates that PICC line use may be associated with a wide spectrum of complications that includes infiltration, occlusion, thrombosis, misplacement, migration, infection, breakage, and in rare instances pericardial effusion, cardiac tamponade and massive pleural effusion. The instructions for use include the following complications: malposition, migration, perforation of vessel, cardiac tamponade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.